Event description:
It was reported to boston scientific corporation in 2008, that a polyflex esophageal stent was used during a procedure performed one day prior. According to the complainant, after prepping and marking the pt accordingly, the stent packaging was retrieved from the shelf, but the sterile package had already been opened and the polyflex stent was missing. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The complainant did not indicate if the device was being returned and has not yet been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.